Event description:
Health professional reported a leak in a lap-band port.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."